Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed during the evaluation of heartmate 3 lvas (left ventricular assist system). Examination of the pump's blood-contacting surfaces revealed a red, tissue-like deposition in the eye and vanes of the pump rotor that appeared to have been ingested into the pump. The deposition was not adhered to the rotor surfaces. Examination of the outflow graft attachment, outflow graft lumen, and pump cover revealed loosely coagulated blood. These acute depositions appeared consistent with poor surface washing resulting from the flow obstruction caused by the rotor thrombus. Review of the pump exchange images provided by the account revealed clots in the inflow cannula and outflow graft. The inflow cannula deposition was removed from the pump prior to receipt at abbott. The lvad (left ventricular assist device) event log file retrieved from the returned device contained relevant events spanning from 17jul2023 to 19jul2023. Throughout the log file, vad mean flow typically ranged from 3.0 lpm (liters per minute) to 3.8 lpm. A brief decrease in flow to 1.0 lpm was captured on 19jul2023 at 19:13:34. Approximately 18 minutes later, vad mean flow returned to the typical range. Approximately one minute after this, a sudden decrease in flow around 0.0 lpm was recorded and persisted for the remainder of the log file. Rotor displacement, rotor noise, and lvad temperature values were elevated above the patient¿s baseline during this timeframe, consistent with the observed flow obstruction and subsequent increases to the set speed. The submitted controller event log files also captured a sudden decrease in estimated pump flow to 0.0 lpm on 15jul2023. This event was followed by a system controller exchange. This event had been overwritten by newer data in the submitted lvad log files and the potential root cause could not be determined. Mlp-034731 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-034731 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 outlines potential adverse events, including thromboembolism and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism and cardiac arrhythmia as potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer's reports: 2916596-2023-05583, covers the system controller exchange and 2916596-2023-05897, covers the patient death. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2023, flow dropped to zero with consequent hemodynamic decompensation. The pump running symbol remained on. All connections were confirmed. The driveline was inserted, and the safety lock was engaged. An urgent system controller exchange was performed with restoration of flow and improvement in hemodynamics. Log file review confirmed the drop in flow and pump power at 4:34pm. On (B)(6) 2023, the patient was having a ventricular tachycardia (vt) storm and intermittent low flow alarms. The patient underwent an urgent pump exchanged overnight on (B)(6) 2023 due to clotted pump and outflow graft.